Event description:
While the dentist was performing the second lower mandibular block injection with the same needle for the purpose of extracting #32, the needle broke and became fully imbedded in the tissue. The dentist took an x-ray to locate the fragment and decided that retraction was not possible. The pt was sent to an oral surgeon who again located the fragment using an x-ray. An incision was made and the fragment was successfully extracted. The incision was then sutured.